Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump has a broken end cap. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.